Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device investigation could not be conducted because the device was discarded by the user facility. Investigation of the production record could not be performed because lot information was unavailable. Although device investigation and lot history record review of the microcatheter could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was inferred that the reported perforation was attributed to the anatomical condition and wire manipulation technique. Exact cause of the reported perforation could not be identified based on the obtained information and no known damage of the microcatheter was reported; however, a possibility could not be completely ruled out that the subject microcatheter might have contributed to this incident. Instructions for use (IFU) states: [warnings] observe guidewire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the tip; otherwise, the guidewire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal guidewire tip and its location in the vessel are visible during wire manipulation; and, [malfunction and adverse events] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that a perforation occurred during a pci to treat a calcified 99% stenosis in the proximal lad. After engagement of a non-asahi guide catheter to the lm, the d1 was engaged with a non-asahi guide wire but it could not engage cleanly in the artery and failed to cross. An asahi guide wire was able to cross with the use of an asahi microcatheter. A 1.5 mm balloon was delivered over the wire to the distal segment with great difficulty in traversing the origin of the lesion due to calcification. Ultimately, the 1.5mm balloon was able to cross and distal injection did not reveal the position to be in the true lumen; distal injection confirmed pericardial flow of the fluid. Bedside echo confirmed small effusion. A non-asahi cover stent was used for coverage of the side branch and seal the perforation. Post dilated with a 3.5mm balloon at 20 atm with the final residual being 0% in the lad and no evidence of flow in the perforation either antegrade or retrograde. However, there was >25% changes in the mitral inflow f/u pressures declined to the 70s and the patient had a vagal spell. At this time levophed application was initiated and the ultrasound guidance entered the pericardial space without difficulty. The 90cc bloody fluid was removed with return of bp to 200mmhg. Then levophed was discontinued and ra pressure was respirophasic and mean of 10mmhg and his pulses resolved. He felt much improved and without chest pains.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.